Event description:
It was reported to boston scientific corp, that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, outside the pt, the wire port (rx sidecar) was crimped and inhibited further advancement of the guidewire. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been returned for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.